Event description:
During a sigmoid laparoscopic colectomy, dr. Was using the endo clinch instrument. At time of anastomosis, one half of the jaw broke off during use of instrument. Unable to locate the other portion of the jaw. Pt was discharged home on (B) (6) 2010, in stable condition.